Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a lead fracture, exhibiting impedance grater than 3000 ohms. No additional adverse patient effects were reported.